Event description:
I had 3 most ce laser treatments that week with a class four laser, I have 27.75 inch titanium bars and 8 screws in the lumbar and a titanium plate in the cervical covering 3 levels of the cervical, by friday I was burnt internally so bad I could not lay on my back for over a month, and I got a bad rash on my neck from this laser treatment. I called on one of the mfg's competes about this class 4 unit and the (B)(4) dr in (B)(6)told me that a class 4 should not be used on patients with metal in their body, the FDA needs to look into this.